Event description:
The physician was attempting to use a resolute integrity drug eluting stent to treat a lesion in the mid lad. The lesion was occluded in the distal segment, exhibited no tortuosity and little calcification. The lesion was described as a ¿slim lad artery for the patient size¿. No pre-dilation was carried out. The resolute integrity device was inspected prior to use with no issues noted. No resistance advancing the device to the lesion. During the first inflation the balloon burst at the beginning of inflation at less than 2 atm. The contrast went directly into artery. The physician had to remove the balloon from the stent which was not fully deployed, and used two non -medtronic balloons to complete the deployment of the resolute integrity stent. No clinical sequelae reported. Evaluation summary : there was evidence of blood in the inner lumen of the balloon. During the analysis the device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon at its distal section, confirming the presence of a leak .inspection of the balloon showed the presence of a pinhole leak at the distal section of the balloon .

Manufacturer narrative:
Evaluation codes results: failure to follow instructions-lesion was not pre-dilated as recommended in the instructions for use inherent risk of procedure -balloon rupture patient¿s condition affected effectiveness of device-occluded in the distal segment 3211 deformation problem - balloon pinhole evaluation codes conclusion:failure to follow instructions-lesion was not pre-dilated as recommended in the instructions for use 22 inherent risk of procedure-balloon rupture 50 device failure related to patient condition-occluded in the distal segment (B)(4).